Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and / or reoperation: cutaneous contour deformity, paresthesia, anisomastia, acquired deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast augmentation with a 325cc mentor smooth round moderate profile saline breast implant and experienced postoperative cutaneous contour deformity and paresthesia. The patient consulted the physician to replace implants due to lots of rippling, and she also stated that nipple sensation became more sensitive after surgery. The doctor also noted breast asymmetry and animation deformity. As a result, the patient underwent removal and replacement with 375cc mentor smooth round moderate plus profile, catalog # 3502375, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. The implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 16-oct-2019, mentor received additional information regarding implantation date and device serial number. Patient was implanted on (B)(6) 2010 with serial # (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).